Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a peripheral interventional procedure. Reportedly, the device did not achieve hemostasis. On examination of the device it was observed that the sheath did not split properly and the clip was on the distal end of the sheath. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a less than 30 minute delay in the procedure or therapy. The physician is reportedly in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall. Evaluation summary: the device was returned for evaluation. The reported clip capture on the sheath and incorrect sheath splitting was confirmed based on the analysis of the returned device. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to device performance, and review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported the user did not perform an angiogram prior to the procedure. Per the starclose se instructions for use, under closure procedure, it is stated; perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. The failure to perform an angiogram may have uncovered a potential anatomical feature or issue that may have contributed to the reported event based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.